Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra mini meter was giving the error 4 error message. The pt's telephone number was not provided; so, the sr. Medical affairs specialist (smas) was unable to contact her to obtain and verify info. The smas sent a letter requesting the pt contact medical affairs. On five days earlier at 8:30 pm, the pt obtained the error 4 error message on the reported meter; she did not obtain a blood glucose reading. The pt took no actions following the use of the meter. On an unspecified date, the pt experienced the symptoms of hot flashes and seizures. On two days later at 1:00 pm, the pt visited her physician, where her blood glucose level was tested to be 279 mg/dl and 295 mg/dl. The pt was treated with insulin, type and dose not provided. The customer care advocate determined during the troubleshooting telephone call that the pt's testing technique was correct, the test strips were in good condition, and the testing room temperature was within specifications. The meter, test strips and control solution were replaced. The pt claimed she was unable to obtain a blood glucose reading due to the error 4 error message on the meter and later, received treatment with insulin from her physician after her blood glucose level was tested to be 295 mg/dl. The pt's insulin regimen and previous meter readings are unk. This complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.